Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced a connection issue while connected to the homechoice (hc) during fill. While troubleshooting for a check lines and bags alarm, it was noted that the patient¿s supply bag had fallen and disconnected from the cassette. The patient ended therapy and was advised to notify their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.